Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "the device went off twice." Additional information received indicated that the solid tone the patient heard was the result of magnet exposure. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.